Event description:
Customer reported no video on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the video cable. System operates as intended. This MDR is related to ge healthcare complaint.